Event description:
The pt reported repeated occlusion alarms on her insulin infusion device. She stated she replaced her insulin cartridge, primed her line, changed her infusion set tubing, and had changed her infusion headset 2 days ago. To troubleshoot, the pt was instructed to disconnect from her headset and bolus into the air which went through without error. The pt was advised to change her headset. The pt did so and saw a faint spot of blood at the end of the used headset. The pt reconnected the new headset and successfully bolused 3 units of insulin. The pt stated her blood glucose reading is currently fine but was elevated to 400 mg/dl this morning. The pt's normal blood glucose range is 95-125 mg/dl. On follow up, the pt stated that changing the headset resolved the issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.